Event description:
It was reported that the handpiece runs on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the alleged event. The handpiece has since been repaired and returned to the customer.